Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764 h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that despite being able to verify the instruments and register the patient, the site didn't see the views move with the instrument in the field. Troubleshooting was performed, the site verified that the system was tracking the instruments in the tracking view. The site found out that the footswitch behavior in "admin>surgeon>fess>navigation" was set only to navigate when the footswitch was pressed. The site changed that to continuous, which resolved the issue. Patient impact and surgical delay unknown. 2024-jun-03 e1 (rep): additional information received indicated there was no impact to patient's outcome and surgical delay was reported as 5-minutes after registration.